Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The interconnect cable was replaced along with it's mating connector on the c-arm. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 7700's monitor would blink or go dark when the interconnect cable was moved to certain positions. There was no adverse patient involvement reported. There was no patient information reported.